Event description:
Caller reported damage to pump housing/usb. Customer states no visible damage, but the cable is very loose/falls out very easily. Happened with multiple cables over the year. Cts to have customer email a pic of the usb port. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.